Event description:
It was reported that following pre-dilatation with a balloon catheter, the stent was implanted to treat a dissection. The stent delivery system balloon ruptured and blood flow stopped. Another balloon catheter was inflated and blood flow was successfully restored. No pt injury was reported with this event.